Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced an infusion set leaks at the site issue on (B)(6) 2026. The infusion set was used for same day. No further information available.